Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional pro-codes: hsz, hwe, gfa, gff. A review of the device history records has been requested and is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bits lost edge in the during surgery. This complaint involves two (2) devices. This report is for one (1) 3.2mm drill bit/qc/145mm. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 310.310, lot: 8449075, manufacturing site: bettlach, release to warehouse date: may 29, 2013. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 310.310, lot: 73p7049, manufacturing site: bettlach, release to warehouse date: october 13, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: drill bit ø3.2 l145/120 2flute was returned and received at us customer quality (cq). Upon visual inspection, the flutes on the drill tip were observed to be dull. No other issues were observed with the returned device. Functional test: a complete functional test could not be performed as the device was returned by itself. However, the dull condition of the flutes could have caused the complaint condition. Dimensional inspection: complaint relevant dimensional inspection could not be performed due to the post manufacturing damage. Document/specification review: based on the date of manufacture the following drawing, reflecting the current and manufactured revision was reviewed: -drill bit 2-flute dx.x - d4.4 no design issues or discrepancies were identified. Investigation conclusion the complaint condition is confirmed for the returned device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.